Manufacturer narrative:
The customer discovered that the tubing coming from the differential mixing chamber to the bottom of the flow cell was split. The customer proceeded to replace the tubing to resolve the leak and stated that the unit is operational. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. (B)(4).

Event description:
The customer reported a leak under the flow cell of the coulter lh 750 hematology analyzer. The customer indicated that less than 10 ml of fluid leaked and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.